Event description:
Information received by medtronic indicated that the customer reported scratches all over the screen and making it difficult to read, it was also reported that the belt clip was broken. No further details were provided. No harm requiring medical intervention was reported. Troubleshooting was not performed. It was unknown whether the customer will continue to use the pump and will not be returned for analysis.